Manufacturer narrative:
(B)(4).

Event description:
The customer reports the guidewire was found to be bent at an acute 45-degree angle.

Manufacturer narrative:
(B)(4). The customer returned one opened (B)(4) kit for evaluation. Only the spring-wire guide was returned. Two kinks were identified towards the distal end of the spring wire guide. The packaging showed signs of creasing/folding. The damage is consistent with that of shipping and handling. The spring-wire guide was kinked approximately 276mm and 311mm from the proximal end. A device history record was performed and no relevant findings were identified. The customer reported issue of the spring-wire guide being damaged in the package was confirmed during the complaint investigation. One opened. (B)(4) kit was returned for evaluation. Only the spring-wire guide was returned. Two kinks were noted near the distal end. Two major crease/folds were near the distal end of the pouch, indicating the product had been folded. This likely caused the damage to the spring-wire guide. A device history record review was performed and no relevant findings were identified. Based on the information and sample provided the probable cause of this issue is packaging design related. (B)(4) was implemented to add "do not bend" to the lidstock. This eco was completed (B)(6) 2017, after the label inspection date of (B)(6) 2017. Therefore no further action is required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the guidewire was found to be bent at an acute 45-degree angle.